Event description:
It was reported that the laparoscope, gynecologic image had interference. The issue was found during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
E1- facility address - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. Additionally, the device evaluation identified the following reportable malfunctions: image scope communication error b30, slight interruption and weakening of the light guide bundle at the insertion section (selective), and component failure of the light guide bundle. A definitive root cause could not be identified. However, the investigation suggests the malfunction was likely due to a failure of the universal cable, resulting in image interference and a scope communication error b30. The most probable cause of the reported malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.